Event description:
The customer reported being in the emergency room due to mild diabetes ketoacidosis and high blood glucose of 404mg/dl, and she treated with her insulin pump. Troubleshooting was performed. The customer stated that her glucose level kept rising, and she did not feel well. The customer still was in the hospital at time of call and she was disconnected from the insulin pump. Troubleshooting was declined as customer stated that the insulin pump was not functioning and requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.